Event description:
Customer's daughter called from ER to report she thought her mother's pod was not working. Customer's daughter stated mother passed out at 12:30 am in late 2008 and was rushed to hospital. She was admitted and was being worked up for a stroke. Review of the customer's information indicates that the day prior, between 6:00- 6:35 pm, she delivered a total of 9.15 units of bolus insulin. It is unknown what her blood glucose (bg) levels were prior to bolus insulin being delivered. At 6:00 pm, she reportedly ate 45 gm of carbohydrate and by 6:44 pm, her bg was 301 mg/dl. By 9:24 pm, her bg dropped to 138 mg/dl. No further information is available.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.